Event description:
Circumcision clamp was placed on foreskin, the foreskin slipped out of the clamp before hemostasis had occurred in the foreskin. All clamped areas were in proper position. Multiple 4.0 chromic sutures were placed in the foreskin and foreskin was re-inspected. Gauze re-wrapped no bleeding (as described by the physician).